Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that "trouble-free dialysis catheter insert. After hemodiafiltration, recurrent alarm due to repeated (bubbles clearly visible) air in the aspirating (red) leg. Catheter was changed and then tested with air. A blister formed at the base of the red catheter leg to the white connecting part. Possible consequences: potential air embolism possible"

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg is confirmed but the exact cause is unknown. One 20 cm powertrialysis dialysis catheter was returned for investigation. The sample was returned in open packaging indicating pn: 5608200 and ln: redr0446. Yellow discoloration was visible on the trifurcation hub. Blood residue was present within the extension tubing. One video sample of a trialysis catheter submerged in water was also provided for investigation. The condition of the sample in the video appears to correspond to the returned physical sample. The three luer hubs were flushed with water using a 12 ml syringe. Water was observed to leak in the extension leg with the red luer hub. Microscopic observation revealed a circumferential split. The split edges appeared to be rough and uneven. Based on the characteristics of the split, possible contributing factors include sharp instrument damage or damage during manipulation of the extension leg. The exact factors and conditions of use that contributed to the reported event are unknown; therefore, the complaint is confirmed, cause unknown. A lot history review (lhr) of redr0446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "trouble-free dialysis catheter insert. After hemodiafiltration, recurrent alarm due to repeated (bubbles clearly visible) air in the aspirating (red) leg. Catheter was changed and then tested with air. A blister formed at the base of the red catheter leg to the white connecting part. Possible consequences: potential air embolism possible."